Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had a rash. Patient claimed the rash is red, blistery, and has puss. Patient also claimed to have marks from (B)(6) 2014 that are healing but not healed yet. Patient went to dermatologist on (B)(6) 2013 and (B)(6) 2014. Patient stated the dermatologist recommended a tough pad as a barrier and fluocinonide topical ointment. Patient claimed to usually experience rash on day 3-4.